Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a dull blade. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to cut¿. We were unable to reproduce the reported failure in our testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a dull blade. A replacement device was used to complete the procedure. The hospital did not report any patient effects.